Manufacturer narrative:
The info provided indicates that the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." According to the risk mgr, a (B)(6) infection was diagnosed in the area post implant. The wound required debridement and was packed with saline dressings. In addition, a seroma and/or hematoma was observed by the surgeon. Additionally, an inadvertent enterotomy was made during the implant procedure. The graft was not explanted. Available info indicates no device will be returned and no add'l info will be rec'd from the reporting facility. We, therefore, consider this report complete to the best of our current knowledge. Currently, it is unk whether the device may have caused or contributed to the event as no product has been returned and no further info or medical records will be provided. No conclusion can be drawn at this time. However, the pt comorbidities and the presence of an enterotomy during implant may have contributed to the reported event.

Event description:
Info reported to davol (B)(4) by implant facility risk mgr as obtained from implant surgeon: (B)(6) 2010, a pt with baseline, pre graft implant, multiple complex medical issues including diabetes and open infection, underwent xenmatrix via open intraperitoneal approach. The wound at the time of implant was classified as clean / contaminated. An inadvertent enterotomy was made during the implant procedure. The size of the defect which was bridged was 10 x 25. The mesh was fixated with suture. The implant procedure was greater than 2 hours in duration. The porcine mesh was tailored with scissors. A (B)(6) infection was diagnosed in the area post implant. The wound required debridement and was packed with saline dressings. A seroma and/or hematoma was observed by the surgeon. The graft was not explanted.